Event description:
During implantation surgery several channels showed high impedance after insertion. It was decided to use a backup implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device works within specification. According to the information received from the field the device was not implanted, because during implantation in-situ measurements showed several channels with hi status, likely due to air over the electrode contacts. A back-up device was implanted. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During implantation surgery several channels showed high impedance after insertion. It was decided to use a backup implant. The explant kit will be sent to hq for further investigation.